Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ fx, instrument top, packaged, there was (1) one false negative patient result. The erroneous result was reported to the clinician; however, no health impact or consequences were reported. Confirmatory testing performed included gram stain and culture.

Manufacturer narrative:
Investigation summary: a results failure was reported on a bactec top instrument (p/n 441385, s/n (B)(6)). The customer reported that a bottle became negative after a 5-day protocol. Bd remote services requested the log files and were reviewed, there were no instrumentation issues found during the data analysis that would have caused the false negative. Bd remote services requested further information from the customer, various attempts were made to obtain additional information, but no response was obtained. If further information is provided a new case may be re-opened. This is an unconfirmed failure of a bd product. Physical samples were not received by quality for investigation however, log files were received and reviewed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed one previous case (B)(4) related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ fx, instrument top, packaged, there was (1) one false negative patient result. The erroneous result was reported to the clinician; however, no health impact or consequences were reported. Confirmatory testing performed included gram stain and culture.